Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was intermittent power due to a faulty printed circuit board which in turn caused failure of the pressure sensor which generated an alarm and had the front panel display go blank. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit had an intraoperative power failure, rebooted and then proceeded to work fine. The issue occurred during the therapeutic laparoscopic surgery which was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (other 'china' was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for 'alarm went off and the front panel display was turned off', it is likely that the event occurred due to a faulty printed circuit board. Based on the results of the investigation for 'power of the device was turned off during procedure', the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.